Manufacturer narrative:
Article citation: chen et al. Dysphagia following combined anterior-posterior cervical spine surgeries. J neurosurg spine 19:279¿287, 2013. Implant date: between (B)(6) 2006 and (B)(6) 2011.(B)(6). (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the records of 30 consecutive patients who underwent same-day combined anterior-posterior cervical spine surgery were reviewed. The presence of dysphagia was assessed by a formalized screening protocol using history/clinical presentation and a bedside swallowing test, followed by formal evaluation by speech and language pathologists and/or fiberoptic endoscopic evaluation of swallowing/modified barium swallow when necessary. Recombinant human bmp-2 was used in 26 cases (86.7%), with a mean dose of 11.1 mg used per case (range 8.4¿24 mg). For 25 of these cases, rhbmp-2 was only used for the posterior procedure. One patient presented with rheumatoid arthritis. The patient underwent c5/8 anterior-posterior fusion. Post-op, the patient developed dysphagia diagnosed by a certified speech and language pathologist. The patient required ng and peg tube placement. The dysphagia resolved 3.5 months post-op.